Manufacturer narrative:
The product is not being returned to the manufacturer for evaluation; no product malfunction is alleged. Product not returned nor evaluated.

Event description:
It was reported that the patient's skin broke down while on the mattress.